Manufacturer narrative:
(B)(4). Wedge band bypass, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Hyler vessel. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Around the fifth or sixth firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/2 fired and the right side was fully fired. In addition the cartridge deck and sled were found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a pulmonary resection procedure after several firings, the next firing was on a vessel in the hilar region. The surgeon fired the device and only half of the staples deployed and formed. It was not clear what part of the cartridge deployed staples. The surgeon clamped the area until another device was pulled. The second device was used to complete the staple line and complete the case. There was some bleeding, but unknown how much. There was no transfusion given to the patient. The case was completed with no patient consequence.